Manufacturer narrative:
Section d10: concomitant products: logic tibia ps mod insrt sz 5 11mm (cat#: 02-012-35-5011 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 7.5 years right tka, the 62 y/o male patient complained of pain. Patient had a loose femur and recalled poly. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray and image received. The devices are nor available for evaluation due to hospital will not release. Recall implants .

Manufacturer narrative:
H11: correction: after investigation this event has been discovered to be a duplicate report; all new and updated information will be appropriately reported in MFR# 1038671-2023-00758.